Manufacturer narrative:
Evaluation summary: the analysis results for the ms512 device found that it was returned with a broken latch and the gasket torn. The instrument was tested and a leak was found due to the latch and gasket condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, there was a leak. Another device was used to complete the case with no patient consequence. No additional information is available.